Manufacturer narrative:
(B)(4). Lot 16k052 was manufactured october 26, 2016 ¿ october 27, 2016. The device was received for evaluation containing approximately 5 to 8 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a single day infusor. The infusor was ¿taking longer than expected to infuse¿. The device was filled with an unspecified amount of desferrioxamine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.